Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 10mg/ml at 2.2mg/day. It was reported that, one week prior to this report, the patient's pump pocket opened due to her bumping her stomach onto her counter at home. Pocket dehiscence and a pocket site infection occurred. In regards to environmental, external, or patient factors that may have led or contributed to the issue, the patient had lost over 120 pounds over the last year. Diagnostics/troubleshooting performed were not applicable. On (B)(6) 2025, the pump was explanted, the pocket site was sterilized, and a new 8667-40 pump was implanted. At the time of this report, the issue was resolved.